Event description:
Philips received a complaint by the customer on the v60 indicating upon initial inspection of device, it had an error code 1104 check vent: backup alarm failed message that was observed in the diagnostic report. It was reported there was no patient involvement at the time the issue was discovered as it was during inspection. The investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and was unable to duplicate issue. Performed back up alarm test per manual. Ran unit for 30-minute window, no issue found. Passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.